Event description:
During an in clinic follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were noted. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.